Event description:
It was reported that this inflatable penile prosthesis (ipp) presented inflation issues and a fluid loss in the device, a hole in the reservoir was reported. The ipp was explanted and replaced. There were no patient complications reported.